Manufacturer narrative:
A replacement power supply was sent to the customer. Revived email from customer stating that one of the prongs on the pump in style transformer was melted and also that there are smoke remnants on the back of the housing unit near the melted prong. There is also smoke on the outlet faceplate that the transformer was plugged in . The circuit breaker was tripped. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should additional information or the organal product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported sparking but wasn't sure if it was from the prongs or adapter.